Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, the micro drill long straight attachment was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The event for heat was confirmed by the qa technician through functional evaluation, disassembly and visual inspection. The device failed for heat due to a breakdown/deprivation of lubrication. The attachment is not a repairable device and will therefore not be returned to the user facility.

Manufacturer narrative:
The device is available for evaluation; additional information may be submitted once the quality investigation is complete. The device is available for evaluation; additional information may be submitted once the quality investigation is complete.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, the micro drill long straight attachment was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.